Event description:
It was reported that foreign matter was found within the bd¿ syringe. The following information was provided by the initial reporter, translated from chinese: "check the syringe before drawing the medicine and find that the tube wall is not clean."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301942 and lot number 2105195. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples for evaluation; however, the retained samples did not display any signs of the reported defect. Based on the investigation results, an exact cause could not be determined for this issue. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that foreign matter was found within the bd¿ syringe. The following information was provided by the initial reporter, translated from chinese: "check the syringe before drawing the medicine and find that the tube wall is not clean."